Manufacturer narrative:
Device received with completely broken reservoir tube lip. Unable to perform all operating currents and functional testing, including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify prime/fill and low battery alarm due to completely broken reservoir tube lip. However, device received with intermittent button response due to flattened esc, act button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device received with cracked case from display window corner, cracked battery tube threads and missing end cap sticker. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive and sticky keypad buttons. Customer stated that insulin pump squirting insulin while priming it. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.